Event description:
According to the reporter: there was uncut tissue by the anvil. The anvil did not remove following firing of the device. The jaws could not be opened after the application. The device was removed by cutting off. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).